Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the device was kinked approximately at 64 cm, 180.5 cm, and 198.5 cm from the proximal end. It was also bent at 203 cm from the proximal end. The ptfe coating was noted to be peeled off approximately at 35 cm and 75 cm from the proximal end. The cause of the kinks and bend was most likely manipulation of the device. The peeled coating is a sign that the device could probably have interacted with another device. From the information available and the investigation it is most likely that operational context was the cause.